Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported ventricular tachycardia and heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was having frequent episodes of ventricular tachycardia and was given amiodarone drip. Lidocaine was added for increased ectopy. The arrhythmia resolved on (B)(6) 2018. The patient was discharged on oral amiodarone.